Event description:
It was stated that a person with diabetes (pwd) reported an infusion set issue. Pwd had changed supplies per schedule, and then noticed their shirt was wet. Pwd noted infusion site was leaking, and their glucose rose to 500 mg/dl. Pwd did not require medical services for this event. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.